Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an inferior pancreaticoduodenal artery (ipda) aneurysm using a ruby coil, a ruby coil detachment handle (handle) and a non-penumbra microcatheter. During the procedure, the physician advanced the ruby coil in the target vessel using the microcatheter and attempted to detach it using the handle; however, the ruby coil failed to detach. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 129.0 cm and 131.0 cm from its proximal end. The embolization coil was undamaged and intact with the pusher assembly. Coagulated blood was observed within the introducer sheath. Conclusions: evaluation of the returned ruby coil revealed that the pet lock was intact on the proximal end of the pusher assembly and undamaged. If the handle is not properly seated on the pusher assembly prior to actuation, the pet lock may not separate. If the pet lock is not separated and the pull wire is not retracted from the distal detachment tip, the embolization coil may not detach from its pusher assembly. The handle used in the complaint was not returned for evaluation; therefore, the root cause of the complaint was unable to be determined. Further evaluation of the ruby coil revealed pusher assembly kinks. These kinks were likely incidental to the complaint and could have occurred during packaging for return to penumbra. During functional testing, the ruby coil was unable to be advanced through its introducer sheath due to the kinks. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.